Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin leaked at the t:lock connection. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. Customer delivered a bolus to address bg levels. Reportedly, a cartridge change was performed to resolve the issue and resume insulin delivery.